Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient reported back pain and a burning sensation when urinating. Later on that day, patient said they were still having burning and will be reaching out to their healthcare provider (hcp) on (B)(6) 2019. On (B)(6) patient mentioned not feeling a burning sensation any longer. The next day, they reported an infection. No device issue was reported and no further patient complications have been reported as a result of this event.